Event description:
The heating pad shorted out and burned through the pad and burned user. The burn turned user's skin white but did not blister and did not require medical attention. Pad has been in use for at least 5 years. The description provided by the rptr did not match any known device manufactured by this co.